Manufacturer narrative:
Report source: article titled "a comparative analysis of the results of vertebroplasty and kyphoplasty in osteoporotic vertebral compression fractures," by krishna kumar, mb, ms, rita nguyen, bsc, sharon bishop, bnurs, mhsci. The article did not indicate that the bone cement used in this study is kyphx hv-r bone cement. Method; device not returned; followed-up with author. Reference MFR report#: 2953769-2010-00354 - 2953769-2010-00370.

Event description:
In an article titled "a comparative analysis of the results of vertebroplasty and kyphoplasty in osteoporotic vertebral compression fractures," a prospective study of 28 vertebroplasty pts and 24 kyphoplasty pts treated over the past 2 yrs was presented. The following event reported: the pt underwent a kyphoplasty procedure using a bipedicular approach at level l3. Cement extravasation occurred. The cement extravasation occurred into the intradiscal space, anterior to the vertebral body, along the nerve root, and into the spinal canal. There was no neurological deficit reported. No additional info was reported.